Manufacturer narrative:
The device history record was reviewed and this lot met all dimensional and visual criteria at the time of manufacture and release. The investigation could not be completed, no conclusion could be drawn, as the subject device has not been returned. Part #, expiration date: this info came from the lot number provided. Subject device is not available for return. Additional info from the user facility: synthes lcp curved condylar plate; orthopedic femur implant; expiration date: 10/29/1914; device available for eval: yes.

Event description:
Pt underwent right total hip arthroplasty several years ago and then sustained a subsequent periprosthetic femur fracture. She was fixed with a condylar plate and was doing well ambulating with a walker until recently when she went down while walking and it was noted that the plate had fractured and the pt had a nonunion and varus malformation. The pt underwent removal of failed right femoral hardware with takedown of right femoral nonunion and revision open reduction internal fixation of right femoral nonunion periprosthetic fracture using a bone graft and a synthes condylar plate.